Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise noted on this right ventricular (rv) lead. The noise was able to be reproduced with isometrics and there was oversensing of the noise; however, it was reported that there was no pacing inhibition. The rv lead was surgically abandoned and replaced. The associated pacemaker was explanted and replaced as part of a therapy upgrade. No additional adverse patient effects were reported.